Manufacturer narrative:
Received 1 used drainage bag with the catheter tubing still attached and the original unit packaging with no label. The visual inspection noted no obvious defects. Per functional evaluation, the sample received was tested with an in house 16 french catheter that was clamped to a metallic stand near the junction of the funnel and the shaft. The sample port of the bag received was connected to the funnel of the catheter, and was verified to be clean and dry and then connected to the funnel section of the catheter exceeding 10 mm. A water equivalent (1 kg) was added into the bag. The received bag was freely suspended attached to the in house catheter clamped to the metallic stand. The standard stated that the connection must remain in this position for a minute and observed. After a minute, no disconnection was observed. The sample port remained firmly connected to the catheter and in place after a minute. This was repeated a second time with the same results for the received sample. Per the dimensional evaluation, the component was measured with the following result: component cm0023 (connector) was measured and the outer diameter on the tip measured 0.347 inches (specification is 0.350 in + 0.010 in - 0.005 in). The outer diameter on the end of the top measured 0.523 inches (specification is 0.524 in +/- 0.005 in). The component was found within specification. The reported issue was unconfirmed as the product meets specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "directions for using bard ez-lok® sampling port: bard ez-lok® sampling port accepts a luer-lock or slip tip syringe. Kink drainage tubing a minimum of 3 inches below the sampling port until urine is visible under the access site. Swab surface of site with antiseptic wipe. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80-100 degree angle). Press the syringe firmly and twist gently to lock the syringe onto the sampling port. Note: improper penetration technique could cause formation of a drop of urine on the surface of the sampling port. Periodic observation of the sampling port is recommended. Aspirate desired volume of urine. Unkink tubing and send specimen to laboratory." (B)(4).

Event description:
It was reported that the tube continued to disconnect from the bed bag. As a result, the urine would stop flowing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tube continued to disconnect from the bed bag. As a result, the urine would stop flowing.